Event description:
It was reported that a breast cancer pt, the second time chemotherapy, vessel of the pt is good, on (B)(6) 2013, basilic catheter on the right side under ultrasound liquid exudation in the puncture point in normal maintenance and sealing. After tubing, liquid exudation was still found during transfusion. The head nurse suggested to remove the catheter when transfusion. A hole was found where the catheter removed 1 cm and liquid continued to outflow. Cut the catheter and continue to use because the pt still needed chemotherapy.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed and will be considered user related. Returned for eval is one assembled 4 fr groshong catheter. The distal section that contains the three way valve and manufactured tungsten plug was not returned for eval. The catheter has been cut <0.3 inches distal to the 38 cm depth marker. The sloped end of this tubing has a clean, well-defined edge that undulates slightly. The veneer also undulates slightly and has a smooth, reflective surface. The orifice is round. It appears the tubing may have been severed by the user to render the contaminated product non-functional. During functional testing the device was patent to infusion; however, a spraying leak was observed emanating from the catheter that is located just distal to the 38 cm depth marker. Microscopic examination of the leak site reveals an arcing, longitudinal slit in the blue radiopaque stripe. No other related damage to the ID or od of the tubing was observed. The characteristics of the damage found on the complaint sample are features usually associated with burst damage secondary to over-pressurization. Bursts are usually accompanied by occlusions in the catheter tubing, which can cause the catheter to over-pressurize when infused. The IFU gives warnings concerning avoiding over pressurization and gives suggestions for clearing a blocked lumen. No mfg defect was noted during functional, tactual and microscopic examinations. A lot history review (lhr) of rexb0415 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexb0415) have been reported from one (B)(6) facility.